Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead displayed far field r-wave (ffrw) on the presenting electrograms (egm) and also on stored atrial tachycardia / atrial fibrillation (at/af) and stored ventricular tachycardia / ventricular fibrillation (vt/vf) events. The lead remains in use. No patient complications have been reported as a result of this event.